Event description:
The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by examination of devices. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed, and the porous coating to shed from the implant. Visual inspection confirmed white debris within the sterile packaging. The insert has been damaged such that particles have become detached and float freely within the sterile packaging. Black debris was also observed both inside and outside of the pouch. The pouch did not exhibit any signs of being compromised. The blister seal was intact upon receipt but opened during the evaluation. The outer packaging is roughened through handling but no notable damage was observed. The likely condition of the product when it left zimmer biomet was conforming to specification the device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01180, 0001825034 - 2020 - 01181, 0001825034 - 2020 - 01182, 0001825034 - 2020 - 01183, 0001825034 - 2020 - 01184.

Event description:
It was reported by (B)(6) that they investigated circulated items and identified debris in sterile packages. No patients were involved. Attempts have been made, and no further information has been provided.